Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the insulin pump. The insulin pump had moisture exposure from the swimming pool. It was also reported that they received a sudden vibration followed by a blank display. The customer's blood glucose level was unknown. The device will return for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. No vibrating noted. The insulin pump received with corroded motor home switch and corroded battery tube. The insulin pump had a minor scratch on lcd window.